Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads associated with this pacemaker were surgically abandoned due to oversensing. This device remains in service. No additional adverse patient effects were reported.